Event description:
It was reported that the patient had a burn.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
This event was previously reported. See MFR. Report 3006630150-2024-04369.

Event description:
It was reported that the patient had a burn.